Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, h6 MDR section codes updated/corrected: a the revision reported is most likely the result of the fracture of the center peg and cage from the glenoid body and subsequent glenoid loosening as reported and subsequent unintended metal-on-metal wear. Potential contributions of patient or user-related issues to the event cannot be determined from the reported information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: concomitants: 300-01-13 humeral stem, 13mm, (B)(6). 300-10-15 anatomic replicator plate, 1.5mm o/s, (B)(6). 300-20-02 square torque defining screw kit, (B)(6). 310-02-50 humeral head t 50mm humeral head t 50mm, (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a 69 yo male patient, initial right shoulder implanted in (B)(6) 2017, underwent a conversion of an anatomic shoulder to a reverse approximately 7 years 8 months post. The surgeon suspected the glenoid implant had disassociated. Upon finding the central peg had disassociated. The surgeon revised to a competitor's 42 mm glenoshpere while retaining the already implanted humeral stem and using a tray and 42mm liner from same company. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted devices are not available for return as they were discarded at the hospital. Device image was provided. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h3 - the revision reported is most likely the result of the fracture of the center peg and cage from the glenoid body and subsequent glenoid loosening as reported and subsequent unintended metal-on-metal wear. Potential contributions of patient or user-related issues to the event cannot be determined from the reported information. H6 coding. The following sections were corrected: h6 - clinical code 4580, problem code 2907, component code 4756, investigation code 4118, results 3233, and conclusion 11 no longer applies. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.